Event description:
On (B)(6) during a tfn nail implant surgery of the right hip, the blade guide sleeve jammed during insertion of the helical blade. The sleeve would not dial all the way down which resulted in the helical blade remaining proud by 2-5mm. It was also noted the helical blade was not flush with the lateral cortex. No adverse effect to the patient was reported but the surgeon was concerned the patient may feel the implant. The surgery time was not noticeably prolonged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the DHR indicates there was one anomaly with the supplier data showing the mean dimension for the profile was 0.0035 inches; the maximum allowable was 0.0031 inches. It cannot be determined if this anomaly of the profile oversize would have contributed to this complaint without verifying by inspection of the actual part in question. All other records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The returned product is damaged and worn with nicks and dents along the shaft and heavier at the top of the large end. The yellow color band on the large diameter is almost completely worn away. The returned part was checked using functional gages. Feature t1 was checked with a new mating buttress nut because the thread gage is not available. Feature d4 and l4 measurements were found outside specification limits due to damage from use in the field. The damage to l4 and d4 is related to the damage noted in the comments in the as received condition evaluation. During this evaluation, the returned blade guide sleeve was inserted into a known good 130 degree aiming arm. The returned blade guide sleeve would only insert partially into the known good aiming arm. The blade guide sleeve will not insert the final 20mm as intended. The external blade guide sleeve thread is interfering with the aiming arm inside diameter. The complaint condition was replicated during this evaluation. The tolerance stack analysis shows that no interference will exist providing parts are manufactured to specification. The design is adequate for its intended use and did not contribute to this complaint condition.